Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that, during patient use, a physician was unable to completely deflate an endobronchial tube cuff. There was no patient harm reported. Although requested, it is unknown if the device was replaced.

Manufacturer narrative:
Covidien reference: (B)(4). One endobronchial tube was received for investigation. A visual inspection was performed and found a tear on the bronchial cuff. The tracheal cuff had no anomalies. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The most probable root cause for the tear found on the bronchial cuff body is associated with contact with a sharp utensil or object.